Event description:
It was reported while using bd totalys slideprep, cross-contamination of one patient sample was seen in another patient sample slide. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.